Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 99% stenosed and severely calcified lesion was located in the 3.0mm diameter, non-tortuous left anterior descending (lad) artery. Access was obtained via an unspecified femoral artery. The lesion was pre-dilated with a maverick2 2.5mm x 20mm balloon. The taxus liberte 24mm x 3.0mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. The sds was removed and, upon inspection, it was noted that the stent was damaged. Another manufacturer's 3.0mm x 23mm stent was implanted to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as good.

Manufacturer narrative:
Visual examination of the returned device noted foreign material located on the tip. There were no issues noted with the crimped stent or balloon. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. The distal section of the device including the tip was sent for additional testing. The tip was tested against known substances used in the manufacturing process and contrast media. Further testing concluded that the foreign material on the tip did not correlate with any of the substances tested against it. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.